Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False positive result (s). Flowflex covid -19 antigen home test lot cov2010030: I tested positive for covid with this test twice on (B)(6) 2023. However received a negative pcr test. Isolated and continued to test with tests from this lot. After 5 days I got a negative tests but from a different lot number. On the (B)(6) 2023, I again tested positive from a rapid test, different box, but again lot cov2010030. On day 2 I again had a pcr test provided by a medical professional and that pcr was negative. The rapid tests from that box continued to show positive (I test frequently due to high risk members in the family). I found a different box with a lot cov2010017. That rapid test was negative. Finally today (day 7 on this round)I took a r apid test and used a test cartridge from lot 30 as well as lot 17. I used the same vial of buffer fluid. Again the lot 30 was positive, lot 17 cartridge showed negative. The antigen tests are nearly worthless as I have no idea which results to trust. I reached out to flowflex and all emails arereturned as undeliverable. Reference reports (B)(4).

Event description:
False positive result (s). Flowflex covid -19 antigen home test lot cov2010030: I tested positive for covid with this test twice on (B)(6) 2023. However received a negative pcr test. Isolated and continued to test with tests from this lot. After 5 days I got a negative tests but from a different lot number. On the (B)(6) 2023, I again tested positive from a rapid test, different box, but again lot cov2010030. On day 2 I again had a pcr test provided by a medical professional and that pcr was negative. The rapid tests from that box continued to show positive (I test frequently due to high risk members in the family). I found a different box with a lot cov2010017. That rapid test was negative. Finally today (day 7 on this round)I took a r apid test and used a test cartridge from lot 30 as well as lot 17. I used the same vial of buffer fluid. Again the lot 30 was positive, lot 17 cartridge showed negative. The antigen tests are nearly worthless as I have no idea which results to trust. I reached out to flowflex and all emails are returned as undeliverable. Reference reports mw5145964, mw5145965, mw5145966, mw5145967.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2010030 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2010030 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.